Manufacturer narrative:
Evaluation: method: other - DHR review performed. Results: other - DHR review showed no similar defect was reported during the manufacturing or package processes of this lot. Conclusion: other - (B)(4) was opened to address the issue of staples jamming. A follow up report will be filed if additional information is received.

Event description:
The event reported as: the stapler jammed during use. No injuries reported.